Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was received with no bolus and act button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and cracked pump belt clip slot.

Event description:
Customer reports to have gotten a lot of sweat on insulin pump which caused button errors. Customer states buttons were unresponsive. Customer's blood glucose was 166 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.